Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The skin graft mesher, serial number (B)(4), was manufactured on december 7, 1999, and is over 15 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed minor cosmetic damage to the mesher handle including nicks and scratches. The left latching pin was loose. The comb was bent on the left hand side. There was minor wear noted to the roller gear and slight galling to the roller shaft extension. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the nature of the comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, damaged comb, gears, and handle. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was not functioning properly¿ was non-verifiable since it could not be specifically determined what the customer meant by ¿not functioning properly¿. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the comb was bent on the left hand side. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not functioning properly. No adverse events have been reported as a result of the malfunction.